Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection found an assembly error which confirmed the reported event of no vibration the root cause was determined to be a defective vibrate motor.

Manufacturer narrative:
(B)(4).

Event description:
Patient's dad contacted dexcom technical support on (B)(6) 2015 to report no vibration on (B)(6) 2015. No medical intervention or injuries were reported.